Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the mildly tortuous and moderately calcified vessel of left forearm. After placing the 6fr sheath, the lesion was crossed with non-bsc guidewire. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. Another 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced and was inflated at 6 atmospheres. Next, it was replaced with pcb 5 mm and was inflated at 6 atmospheres, and the pressure was increased to 10 atmospheres, and the procedure was completed. There were no patient complications nor injuries reported.